Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming testing, it turned off halfway through and then had errors with no initial print out. The main printed circuit board was realigned and the tests rerun and all passed except the self test error which was expected, and cleared after testing was complete. It was noted that this was believed to be caused by the tester. Analysis further noted that the upper case was broken and that the red display wire was slightly pinched but not compromised and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned for calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.